Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device did not display an alert when the insulin cartridge was running low and did not display and error message when the cartridge was empty, which led to the patient experiencing elevated blood glucose levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.